Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. The patient was treated with bactrim and the infection was reported to be resolving. No additional information was received.

Manufacturer narrative:
Approximate age of device - 1 year, 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported driveline infection cannot be determined; however, the manufacturer's approved labeling lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines care instructions in regards to preventing infection. The patient remains ongoing on vad support and no further events have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.